Event description:
The customer received reoccurring questionable vancomycin results for an unknown number of patients. The issue began (B)(6) 2011. The account had just resumed running vancomycin tests again on this cobas integra 400 plus analyzer (serial number (B)(4)). The customer provided vancomycin results for two patient samples, results for one patient were discrepant. The initial result was 37.3 ug/ml. This result was reported outside the laboratory. The customer repeated the test because the result was high and because of previous issues with the vancomycin results during the last few weeks. The sample was repeated on the same analyzer and recovered 17.1 ug/ml. The customer called the floor to provide the repeated results. The sample was repeated again on a vista analyzer at a sister laboratory and recovered 13.9 ug/ml. A corrected report was sent with the the 13.9 ug/ml result. The customer did not know if the patient was treated based on erroneous results. No adverse events have been reported regarding the discrepancies. The field service representative determined an optical failure of the fp photometer was the cause and he replaced the fp photometer. Performance tests were performed, the customer passed calibration and quality control.